Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received.

Event description:
The event involved a customer report of a device with a cut in the power cord. The customer reported that there was exposed bare wire noted, however there was not sparks, shocks, flames, or smoke noted. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. Testing and investigation duplicated the cut in the power cord. It was noted that the exterior insulation was broken and the interior insulation was exposed but not the wires. There were no burns or sparks noted. The probable cause was found to be due to physical damage.

Event description:
The event involved a customer report of a device with a cut in the power cord. The customer reported that there was exposed bare wire noted, however there was not sparks, shocks, flames, or smoke noted. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided. Testing and investigation duplicated the cut in the power cord. It was noted that the exterior insulation was broken and the interior insulation was exposed but not the wires. There were no burns or sparks noted. The probable cause was found to be due to physical damage.